Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a one step button initial placement gastrostomy kit was used in a peg placement procedure. According to the complainant, the button cap was unable to be closed tightly and it got opened easily. The feeding tube detached from the proximal end of the button easily. The procedure was completed with another one step button initial placement gastrostomy kit. There has been no report of complications or injury to the pt. Post procedure, the pt's status was good.

Manufacturer narrative:
The user facility was unable to provide the lot # and therefore the exp date and MFR dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.